Manufacturer narrative:
Other relevant device(s) are: product ID: 924256, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative. It was reported that a damaged burr hole cover screw was replaced by a new burr hole cover set. There was no patient involved with the event and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stimloc screw, model: 924256, found the threads to be damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.